Event description:
Info received indicates the pendant cable pulled away from the pendant body and exposed bare wires.

Manufacturer narrative:
A new pendant was sent to the facility to repair the bed.